Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency head had a cracked upper case lens, a broken magnet, and failed incoming uplink test. The head was tested with a known good cable and interrogated and passed functional test. The head was sent for replacement of the cable, upper case, and magnet, and restocking. (B)(4).

Event description:
The radiofrequency head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.